Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/21/2025, the cgm reading was low, but the patient could not provide the exact value. The patient was sweating a lot but had no glucometer at that time to do a fingerstick. The patient ate food and sugar and candy. After treatment the patient was nauseous, started vomiting, feeling dizzy and was about to pass out. No further medication or treatment was taken but her children called the emergencies. The ambulance brought the patient to the hospital. In transit to the hospital a fingerstick was taken. The patient cannot recall the exact value but believed it was a high blood glucose reading. The patient could not provide the cgm reading at that time. Upon arriving at the hospital, another fingerstick was taken, which showed a high reading, but the patient could not recall the exact value. Blood tests were taken and the patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous fluids, saline and was transferred to a different hospital. At the second hospital the patient received insulin injections. The patient was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.